Event description:
Caller reported that cartridge leaked insulin. There was no adverse impact to the customer¿s blood glucose level. Caller successfully changed the cartridge and resumed insulin therapy.